Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was able to resolve the issue remotely. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by qa to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. Will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is:(B)(4).

Event description:
A customer reported that the system had shutdown while using diathermy. The surgery was completed after rebooting the system. No patient harm reported.